Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This report is for the third device. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that three mtwo files broke during use. The outcome of the event is unknown as of this MDR evaluation.

Manufacturer narrative:
The three involved mtwo unifiles 6/100 ad25 040 are actually broken at the base of the active part (fatigue). No material defect was found during analysis of the rupture pattern. Unused products have been evaluated according to our prescriptions and were found in compliance with specifications (measures, torque test). Nothing unusual to report was found during dhrs review (batches #1482949, 1506367). Root causes are not identified. This kind of event is tracked and we monitor the trend. Additional information was received indicating that the file was retrieved and no injury resulted.